Event description:
On (B)(6) 2010, pt reported the piston rod on the infusion device would not retract completely during the change the cartridge process. Pt stated, the piston rod retracted half way down while making a grinding noise. Pt reported, he inserted a new battery and changed the battery cover prior to the call. Pt stated, he switched to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance form a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.